Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had an insulation breach under the tie down sleeve. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.